Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000086362.

Event description:
Related manufacturer reference number: 3006705815-2022-18555. It was reported the patient's lead migrated. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue. During removal, the lead broke and lead fragment remains in the patient. The investigation did not determine which lead migrated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.